Event description:
It was reported the patient is experiencing a change in stimulation related to his position. An sjm representative met with the patient and reprogrammed his ipg, however the patient is still experiencing the issue on the older programs preferred by the patient. The issue is being monitored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.